Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing, the fse found that the ippc hard disk led was not lighted. The fse replaced the ethernet switch. After replacement of the ethernet switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.